Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a device from top view with a blue reload loaded and anvil in open position, several staples can be seen stuck on anvil and pockets on the distal end of reload. The staples can be seen properly formed and the reload appears to be fully fired. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an appendectomy, in surgeon opinion the braces not formed uniformly proximal to distal and this could be the reason for an insufficiency which has to be corrected by using clips. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2020. D4: batch # t5df6r. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.